Event description:
It was reported that the procedure was to treat a non-calcified lesion in the proximal diagonal artery with no tortuosity. The mini trek balloon was used for pre-dilatation without issue (inflated 2 times at 20 atmospheres). When attempting to remove the balloon catheter, it became stuck on the non-abbott guide wire; therefore, the catheter and guide wire were removed together as a single unit. The procedure was completed using a new guide wire and stenting with a vision 2.25 x 15 mm and a non-abbott 2.25 stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: cordis atw. Inflation: abbott indeflator. Guide cath: jl 6f. Sheath: boston scientific 6f. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.